Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) display was blank. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) performed testing and found the ccm display failed. The fsr replaced the ccm and performed release testing. The unit operated to the manufacturer's specifications. During laboratory evaluation, the product surveillance technician (pst) connected the ccm to lab use only (luo) testing equipment. At start up he noted no apparent response on the screen. The fan was rotating and lights were on inside the device meaning there was power going to the unit. It was noted the display was there but not being illuminated as the backlight was not coming on. It was determined that the display backlight was not coming on. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The service repair technician (srt) duplicated the reported complaint. The central control monitor (ccm) booted up with a blank screen. Using a flashlight the srt could see a faint perfusion screen. No loose connections were found, and the voltage was found to be within specification range. The srt determined that the issue was due to a defective display that caused the backlight to not illuminate. The ccm was determined to be retained and scrapped appropriately. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.